Manufacturer narrative:
Based on the information provided, a reagent issue can be excluded. The field service engineer (fse) performed preventive maintenance and confirmed the instrument was operating within specification. The customer has had no further issues. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The investigation on ongoing.

Event description:
The initial reporter received questionable mg2 magnesium gen.2 results for two patients tested on a cobas 8000 c 702 module. It is unknown if the initial magnesium results were reported outside the laboratory, the information was requested but not provided. The customer performed repeat testing with the patients samples on the same cobas 8000 c 702 module. Patient 1's initial magnesium result was 1.91 mmol/l. Patient 1's repeat magnesium results were 0.87 mmol/l and 0.87 mmol/l. Patient 2's initial 1.96 mmol/l. Patient 2's repeat magnesium results were 0.86 mmol/l and 0.85 mmol/l. The magnesium reagent lot number and expiration date were requested but not provided.